Event description:
Distal radius plate broke post-operatively. Has not been removed.

Manufacturer narrative:
Explanation of missing info: d6,g1,h4 synthes can not determine the mfg site of date without the lot number. H6: eval: the actual device was evaluated. The method of mechanical, photographing, and visual inspection was preformed. The device met all specs. The plate was cut through a hole prior to surgery, weakening the plate.